Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.